Event description:
It was reported by the customer that a pyxis medstation es system drawer failure and required maintenances. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed. Field service engineer stated that there was delay in dispensing the medication to patient. Field service engineer inspected back of drawer and found that medication was blocking the latch assembly. The obstruction was removed to rectify the problem. The system functioned as intended after the field service engineer serviced the device.